Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the foreign material in the nozzle could not be determined since it was unknown whether reprocessing was practiced in accordance with instructions for use, and the foreign material residue point was confirmed to be free from deformation (no physical damage). The foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for gif/cf/pcf-290 series operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.